Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received multiple no delivery alarms with different cannulas and reservoirs. The customer also received battery out limit alarms. The customer's blood glucose level at the time of incident was 177mg/dl. Troubleshoot was conducted. The device was found to be delivering as designed, but the device will be replaced due to multiple battery out limit alarms. The customer was advised to discontinue use of the device and revert to back up plan.